Event description:
The customer reported issues with their blood glucose levels due to updating time and biq/ciq settings. The initial glucose level was recorded at 323 mg/dl, and the customer administered a correction bolus via the pump. Later, the control-iq system indicated a low blood glucose level displayed as "low", and the customer consumed carbohydrates to address it. Technical support assisted the caller in updating the biq/ciq settings and advised them to consult with their healthcare provider whenever settings are updated, which the caller acknowledged.